Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and it passed. Receiver's data logs were downloaded and reviewed, finding no failures related to customers complaint. Opened receiver case for visual interior inspection and it passed. Reported complaint could not be reproduced with the receiver. The complaint could not be confirmed. The root cause could not be determined post investigation.